Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged two weeks after the implant procedure. The patient was pulling on the device, causing the ra lead to dislodge. The ra lead was successfully repositioned. No adverse patient effects were noted. Boston scientific did not make the event date available.